Event description:
The reporter stated that the device was not reading accurate. She said her results were 211 and 157 mg/dl during the day. Family member took her to the hosp and she was admitted, treated for hyperglycemia and also treated for oxygen levels.